Event description:
Additional information gathered revealed the patient's sensor was recalibrated via right heart catheterization on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor readings revealed an inaccurate measurement due to potential sensor drift. Recalibration was attempted but was unsuccessful. In turn, the patient eventually was hospitalized. The patient may undergo surgical intervention via right heart catheterization and be monitored until their sensor is stabilized.